Event description:
It was reported that the device reached elective replacement indicator (eri) voltage level faster than expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.